Event description:
It was reported that during set up of the device for a cardiopulmonary bypass procedure, the centrifugal battery would not hold a charge. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The fsr could not locate the unit at the hosp to change out the batteries. The fsr left the replacement batteries at the hosp for the customer.